Event description:
It was reported that during the implant procedure the physician had difficulty getting the right ventricular (rv) lead past svc (superior vena cava). The lead was pulled out and it was noticed that the screw was slightly extended. The lead¿s screw was then tested on the table and the screw extended/retracted with no issues. Lead positioned in rv septum and screw extended under flouro. It was noted the screw was not deployable. Physician noted injury was minimal and asked for new lead. A new lead was given and implanted. No patient complications have been reported as a result of this event

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the helix of the lead was extrinsically bent. It was also noted that the distal lv (low voltage) electrode of the lead was covered in blood and visual summary analysis of the lead indicated damage at implant. Analyst comments noted that the lead was returned with the helix bent.